Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, the high-definition liquid crystal display (lcd) monitor exhibited no power while the device was outside the patient during sedation. A competitor device was used. There were no reports of patient harm or involvement.